Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
After the first insertion with multiple passes, the physician cleaned the full nosecone. On the second insertion, four passes were made and the physician felt something did not feel right. The device was removed and the nosecone appeared separating from the catheter. The physician changed out the device for a new one and completed the case. Evaluation of the returned device found the hinge pin in the nosecone was missing. The location of the hinge pin is no known at this time.